Event description:
It was reported that the patient had some inappropriate shocks due to t-wave oversensing. The patient was mowing the lawn during one shock. Technical services advised some testing and programming options. The clinic stated that the primary sensing vector looked the best. The clinic may do some exercise testing as well. There were no additional adverse patient effects. The system remains implanted.